Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be concluded although I can be presumed that it occurred due to mishandling at the facility. The event can be detected/prevented by following the following description of the handling of the device is described as follows in the operation manual: ¿ do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. ¿ never perform angulation control forcibly or abruptly. Never forcefully pull, twist, or rotate the angulated bending section. Patient injury, bleeding, and/or perforation may result. It may also become impossible to straighten the bending section during an examination. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the cysto-nephro videoscope had a loose biopsy port. The event occurred during reprocessing. There was no delay, and the procedure was completed using the same set of equipment. There was no patient harm associated with the event. The device was evaluated, and it was found that there were defects of the biopsy port. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to defects of the biopsy port, additional findings were as follows: the venting connector was loose; the adhesive was lifting; the bending angle was not to specification; and there was air/water leakage from the connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.